Event description:
The customer reported that the fiber failed with an error message during a prostate procedure. The customer was not able to specify which error message was experienced. The customer also reported the case was completed with a turp. It was also reported that there was no harm to the pt.

Manufacturer narrative:
The customer's initial report that the fiber failed with error message is not considered a reportable issue. The device was returned to the MFR and analyzed. Upon analysis of the returned fiber, the fiber was found to have a circumferential fracture of the glass cap, proximal to the fiber/cap fusion zone. The cap was also found to have burnt on detritus and devitrification of the cap output window. The returned fiber card was analyzed and the joule count verified at 5,210 joules. The fiber condition would likely result in activation of the sys's fiberlife function, which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and/or send the sys to standby mode. Based on the analysis findings, the circumferential fracture condition may also result in forward firing of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.